Manufacturer narrative:
Investigation summary. No product returned. Cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had tortuosity of vessels and difficult anatomy preventing successful delivery of impella.

Event description:
On (B)(6) 2025, a seventy-one-year-old male presented to the emergency department with a diagnosis of st-segment elevation myocardial infarction. Left heart catheterization demonstrated right coronary artery disease and a chronic total occlusion of the left anterior descending artery. The patient acutely decompensated during the procedure. Advancement of the impella device was not possible due to severe tortuosity of both femoral arteries. Despite resuscitative efforts, the medical team was unable to achieve return of spontaneous circulation. The patient expired in the procedural area. No impella device was implanted due to patient anatomy. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.